Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and over torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a malfunction was alleged against the right ventricular (rv) lead. Further information was requested but was not available.

Event description:
During implant, the helix of the right ventricular (rv) lead could not be extended. A different rv lead was implanted to resolve the event. The patient was stable and there were no adverse consequences.